Event description:
A 4.0mm diameter by 15mm length s670 stent delivery system was inserted for treatment of a lesion in the left anterior descending coronary artery. The stent was successfully deployed, however the balloon reportedly would not hold pressure. A leak was noted between 4-6atm of pressure, however the user was able to inflate the balloon to 8-10atm to successfully deploy the stent. The stent was post dilated with an angioplasty balloon and there was no report of injury to the pt. There were no abnormalities noted negative prep of the device prior to insertion.